Event description:
The recipient reportedly experienced facial nerve stimulation. Programming adjustments were made, however, this did not resolve the issue. Revision surgery has been scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.